Manufacturer narrative:
MFR received info from an insurance carrier that a consumer cut her leg requiring stitches while transferring out of a chair in an auto parts store. No serial number has been provided. Device service and maintenance history is unk. User indicated they smashed their leg while transferring out of the chair. Unclear if proper transfer methods were followed. MDR filed based on alleged injury. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to his incident. Nature of complaint suggests a potential loss of balance and/or transfer error. Malfunction not confirmed. MDR filed based on alleged serious injury.

Event description:
The consumer allegedly cut her leg on the footrest of the wheelchair, resulting in 9 stitches to her leg.